Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed ventricular tachycardia (vt) at rates between 150-160 bpm. The conditional shock zone was set to 170 bpm, however the device detected and delivered a shock. The shock converted the vt with good 1:1 sensing. Then the rate appeared to decline over the next 90 seconds to a rhythm consistent with asystole for approximately 5-6 minutes. Cardiopulmonary resuscitation (CPR) was performed. Additional treated episodes were then stored during CPR and other external measures taken to resuscitate the patient. The field representative was not aware of the current patient status, but did note that the patient had been intubated and was in a coma. The field representative will provide additional information should it become available.

Event description:
Additional information was received that the patient's condition was listed as stable. It was reported that the patient had a history of supraventricular tachycardia (svt) and had one ablation performed before the s-ICD was implanted. The patient has many other atrial arrhythmias that the physician was unable to ablate. The patient is an eisenmenger patient and the device was implanted for primary prevention of sudden death. The plan is to keep the s-ICD implanted. A transvenous device is not an option for the patient due high right sided pressure in her heart.

Event description:
Episodes were reviewed by boston scientific technical services (ts). The first episode showed atrial fibrillation (af), and a premature ventricular contraction (pvc) that triggered ventricular tachycardia (vt). The device detected beats above and below the conditional shock zone of 170 bpm. Due to double counting of some of the larger qrs beats, the device delivered a shock because it met rate criteria for greater than 170 bpm. The shock is considered inappropriate due to double counting. The shock did slow the underlying tachycardia and the post-shock developed into cardiac arrest, as seen in the second episode where CPR was required. There were some signals resulting from CPR and other external measures taken to resuscitate the patient. Ts noted that post-shock pacing is only available in the 30 second window post-shock. The device functioned as designed, technically. The programmed smart pass that is on is not intended to manage wide qrs complexes. Ts concluded that the cardiac event may have been contributed by the inappropriate shock, but questioned whether the same scenario would have happened even with an appropriate shock.